Manufacturer narrative:
An investigation is in progress for lens tears.

Event description:
The injector caught an aa4204vf model lens, diopter 22.5, and tore it as it was being inserted. The lens was implanted and was removed in pieces. There was no patient injury. The lot number and model for the cartridge and injector are unknown.